Manufacturer narrative:
(B)(4). Concomitant medical products - medical products: unknown vanguard bearing; unknown vanguard femoral. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date and subsequently the patient was revised due to avascular necrosis of the proximal tibia. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed through operative notes. Revision operative notes were provided and state that there was thick synovium with microscopic black debris and synovectomy was performed. Small bony defects of posterior lfc. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.